Event description:
Per information provided: on (B)(6) 2007 - patient was diagnosed with incisional hernia, thereby underwent open repair with implant of ventralex mesh (device 1). Per operative notes, "an incision was made into the upper midline. The hernia sac was dissected out. A large ventralex mesh (device 1) was placed into the abdomen and secured it with sutures." On (B)(6) 2008 - patient was diagnosed with adhesion, recurrent ventral incisional hernia, thereby underwent laparoscopic repair with implant of composix l/p mesh (device 2). Per operative notes, "a midline incision was made into the abdomen. The hernia sac was dissected out. There were dense adhesions present into the abdomen. All adhesions were taken down sharply. A composix l/p mesh (device 2) was placed into the anterior abdominal wall and secured it with sutures." On (B)(6) 2010 - patient was diagnosed with recurrent ventral hernia, adhesion, thereby underwent laparoscopic repair with reinforcement of existing mesh. Per operative notes, "multiple loops of small bowel were adherent to the epigastric area. All adhesions were taken down sharply. The previous defect itself had been adequately covered and reinforced with previously placed dual old mesh (device 2) and secured it with sutures."

Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. This emdr represents the composix l/p mesh (device 2). An additional supplemental emdr was submitted to represent the ventralex mesh (device 1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.